Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified de novo lesion in the mid right coronary artery. A 2.75x28mm xience xpedition stent was deployed; however, a dissection was noted. An unspecified xience stent was used to successfully cover the dissection. The patient is doing fine. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.